Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a no cassette alarm. The event occurred before patient use at the facility. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was returned for analysis with complaint that there was a no cassette alarm. There has been no repair request in the past one year. Review of event log found "high pressure" alarm and no disposable alarm recorded in the event log multiple times. The root cause of the event was unable to be identified because no reported issue was observed in the device. As a preventive measure, the downstream occlusion sensor was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.